Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing ineffective stimulation, and unable to get coverage on left side of low back and down left leg. Upon further investigation, x-ray showed the left lead migrated from t7 to t9 and the right lead migrated from t7 to t8. Surgical intervention may take place at a future date to address the issue.